Manufacturer narrative:
Upon investigation, it was determined that an electrical power surge occurred during the cleaning cycle. This event occurred when the device had been left unattended (automation feature) and prevented the device from proceeding past the first wash cycle causing the water to become hot enough to damage two endoscopes. It was also determined that the facility was not adhering to the manufacturer's required preventative maintenance schedule of every 6 months, stated in the user's manual. The device was repaired and returned to specifications. There have been no other instances of this failure.

Event description:
Customer states the unit never advanced out of the first rinse phase after starting the system and leaving prior to the system completing reprocessing. This caused the water to become excessively hot and damaged two endoscopes. No pt was involved in this event.